Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient presented with signs and symptoms of herpes simplex virus (hsv) reactivation in both eyes on (B)(6) 2025, following the lock-in treatment that was performed on (B)(6) 2026. The patient was prescribed antiviral medication and prednisolone to treat the reactivation.